Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 300 mg/dl. A bolus via the pump and insulin injections were used to address the bg level. The customer did not know what caused the high bg. A pump system check was performed and no device issues were found. The cannula was not damaged. The customer changed the infusion set site.